Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling pain in the pubic region') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), abdominal discomfort ("abdominal discomfort") and inflammation ("inflammation"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal discomfort and inflammation outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling pain in the pubic region') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), inflammation ("inflammation") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, inflammation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling pain in the pubic region') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), inflammation ("inflammation") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, inflammation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('severe pain') and back pain ('lumbar pain irradiation to both legs, more to the right') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included digital mammography (no signs of malignant pathology) on (B)(6) 2016, pathology test (purulent discharge in left breast: inflammatory smear predominantly histiocytic, no evidence of suspicious cells. Breasts without findings) on (B)(6) 2016, discharge breast female on (B)(6) 2016, mastitis (left breast tense and with telorrhea) on (B)(6) 2016, metrorrhagia (every 8 days despite taking oral contraceptives) on (B)(6) 2015, chronic obstructive pulmonary disease on (B)(6) 2015, lipid metabolism disorder on (B)(6) 2015, renal colic on (B)(6) 2014, painful breasts in 2013, abdominal pain lower in 2013, diarrhea in 2013, genital candidiasis in 2012, vaginal candidiasis in 2012, abdominal pain in 2012, oligoanuria in 2012, cystitis in 2012, skin candida (treated with laurimic ovule: 1 ovule today and another inside 4 days. Laurimic cream: apply twice a day) in 2012, female genital pain in 2012, asthenia in 2011, dysuria in 2011, cystitis (recurrent in (B)(6) 2011) in 2011, recurrent urinary tract infection (recurrent in (B)(6) 2011) in 2011, rhizolysis in 2006, gravida I, parity 1 and helicobacter pylori associated gastrointestinal disease. Previously administered products included for mastitis: orbenin on (B)(6) 2016; for metrorrhagia: loette from (B)(6) 2014 to (B)(6) 2015; for uti: cefuroxime on (B)(6) 2014, denvar in 2012, norfloxacin in 2012 and norfloxacin in 2011; for renal colic: buscapina on (B)(6) 2014; for genital candidiasis: mycostatin in 2012 and ketoconazole in 2012; for genital discomfort at the end of urination: buscapine: in 2012; for candidiasis: ketoisdin in 2012; for vaginal itching: denvar in 2012; for cystitis: ciprofloxacin in 2012, diclofenac in 2012, norfloxacin in 2011 and buscapine; for candida with dermatitis: antibiotics in 2012; for an unreported indication: coslan from 2011 to (B)(6) 2022, iud until (B)(6) 2014, metamizol on (B)(6) 2014, espidifen in 2013, spasmotyl in 2013, rosalgin in 2012, ceracept, cerazet., zaldiar, omeprazole and prevencor. Concurrent conditions included metrorrhagia (she was evaluated on at least 3 occasions in outpatient clinics in relation to episodes of metrorrhagia, she was given recommendations regarding smoking and contraceptive use) since 2014, metrorrhagia (menstrual bleeding of 1 month evolution) since 2011 and genital bleeding since 2011. Concomitant products included oral contraceptive nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("strong colic / pain irradiated to lower limbs / colic-type pain of one year of evolution / abdominal pain in the hypogastrium, recurrent") and pain in extremity ("pain in lower limbs / foot pain"). On (B)(6) 2016, the patient experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2016, the patient experienced abdominal pain ("days after the placement she begin presenting strong abdominal pain, recurrent"), suprapubic pain ("days after the placement she begin presenting strong abdominal pain suprapubic aches") and genital haemorrhage ("days after the placement she begin presenting a profuse genital bleeding / severe bleeding"). In 2016, the patient experienced dyspnoea ("feeling of difficulty breathing after taking a corticosteroid."). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("vaginal discomfort") and vaginal discharge ("vaginal discharge, malodorous leukorrhea of 2 weeks of evolution, bad vaginal odor recurrent"). On (B)(6) 2016, the patient experienced neck pain ("neck pain") and paraesthesia ("paresthesias and numbness of the 1st and 2nd finger of the right hand / finger had been pricked with a sewing needle"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections recurrent") and cystitis ("cystitis, recurrent"). On (B)(6) 2016, the patient experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2017, the patient experienced lymphadenopathy ("adenopathy on the right side of the neck"). On (B)(6) 2017, the patient experienced musculoskeletal chest pain ("muscle pain / chest pain - ec was done: within normal limits"). On (B)(6) 2017, the patient experienced gastritis ("gastritis"). On (B)(6) 2017, the patient experienced drug hypersensitivity ("allergic reaction for the 2nd time with urbason / allergy to corticosteroids recurrent"). On (B)(6) 2017, the patient experienced procedural pain ("chronic post-surgical pain - lumbar pain"). On (B)(6) 2017, the patient experienced sciatica ("lumbociatalgia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection (vaginosis)"). On (B)(6) 2017, the patient experienced abdominal pain upper ("pain in epigastrium abdominal pain / electric cramps sensation in belly / gastralgia with anorexia"). On (B)(6) 2018, the patient experienced nerve compression ("mild entrapment of the right median nerve at the level of the carpal tunnel"). On (B)(6) 2018, the patient experienced renal colic ("renal colic / right renal colic"). On (B)(6) 2018, the patient experienced lordosis ("rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1."). On (B)(6) 2018, the patient experienced pyrexia ("fever of 4 days of evolution without associated symptoms, 30 c"). On (B)(6) 2018, the patient experienced the first episode of cough ("cough, recurrent"), throat irritation ("mild throat itching") and the second episode of cough ("cough"). In (B)(6) 2018, the patient underwent self-medication ("self-medicating with flutox syrup"). On (B)(6) 2019, the patient experienced bronchitis ("bronchitis"). On (B)(6) 2019, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2019, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2019, the patient experienced gait disturbance ("she has trouble walking"). On (B)(6) 2019, the patient experienced influenza ("flu syndrome"). On (B)(6) 2019, the patient experienced feeling cold ("body cold without extremities all day") and night sweats ("night sweats"). On (B)(6) 2019, the patient experienced hyperkeratosis ("foot calluses") with skin warm. On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling after ingestion"). On (B)(6) 2019, the patient experienced tendonitis ("tendinitis") and upper respiratory tract infection ("acute respiratory infection of the upper tract"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy test positive for silver nitrate ++ and sodium tetrachloropaladate hydrate 3% ++"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation"), poor quality sleep ("bad sleep hygiene"), nausea ("nausea, recurrent"), chills ("chills"), foreign body sensation in eyes ("something entered her left eye a while ago and since then he had discomfort / foreign body sensation at the left"), decreased appetite ("anorexia") and pubic pain ("disabling pain in the pubic region"). The patient was treated with aceclofenac, aceclofenac;paracetamol, antiinflammatory agents, non-steroids and antiinfectives in combination, antipyretics, analgesics and anti-inflammatory agents, azithromycin, azithromycin (zitromax), bromhexine hydrochloride (flutox), carbocisteine lysine (mucovital), ciprofloxacin, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan), dequalinium chloride (fluomizin), desogestrel, dexketoprofen, dexketoprofen trometamol (enantyum), diclofenac, diclofenac (voltaren), enoxaparin sodium (clexane), fluticasone propionate;formoterol fumarate (flutiform), hyoscine butylbromide (buscapina), hyoscine butylbromide;metamizole sodium (buscapina compositum), ibuprofen, ibuprofen arginine (espidifen), mefenamic acid (coslan), methylprednisolone (urbason), metronidazole, nitrofurantoin;phenazopyridine hydrochloride;sulfamethizole (micturol sedante), norfloxacin, omeprazole, paracetamol, simvastatin (sinvastatina), tapentadol, tapentadol hydrochloride (palexia) and surgery (spine surgery on (B)(6) 2017 and bilateral salpingectomy for essure removal on (B)(6) 2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain, hypersensitivity, abdominal discomfort, inflammation, abdominal pain, suprapubic pain, genital haemorrhage, abdominal pain lower, poor quality sleep, nausea, vulvovaginal discomfort, chills, abdominal pain upper, gait disturbance, allergy to metals, sciatica, intermenstrual bleeding, vaginal discharge, neck pain, paraesthesia, urinary tract infection, cystitis, carpal tunnel syndrome, dyspepsia, alopecia, lymphadenopathy, musculoskeletal chest pain, gastritis, drug hypersensitivity, procedural pain, vaginal infection, nerve compression, renal colic, lordosis, throat irritation, pyrexia, the last episode of cough, foreign body sensation in eyes, bronchitis, self-medication, oropharyngeal pain, kyphosis, dysmenorrhoea, decreased appetite, pain in extremity, influenza, feeling cold, night sweats, hyperkeratosis, tendonitis, abdominal distension, upper respiratory tract infection, dyspnoea and pubic pain outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bronchitis, carpal tunnel syndrome, chills, cystitis, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspepsia, dyspnoea, feeling cold, foreign body sensation in eyes, gait disturbance, gastritis, genital haemorrhage, hyperkeratosis, hypersensitivity, inflammation, influenza, intermenstrual bleeding, kyphosis, lordosis, lymphadenopathy, musculoskeletal chest pain, nausea, neck pain, nerve compression, night sweats, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, pubic pain, pyrexia, renal colic, sciatica, self-medication, suprapubic pain, tendonitis, throat irritation, upper respiratory tract infection, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal discomfort, the first episode of cough and the second episode of cough to be related to essure. The reporter commented: the device placement is carried out without complications, on (B)(6) 2016 patient was treated with hydroxyl b1, b6, b12. On (B)(6) 2019 salpingectomy carried out with complete essures, no incidents on (B)(6) 2019 a lot of improvement since the essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2019: skin tests on prick with corticosteroids all negatives, positive histamine control; on (B)(6) 2019: battery of metals at 72 hours, silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++. Body temperature (degrees celsius) - on (B)(6) 2018: 36 degrees celsius; on (B)(6) 2018: 36.6 degrees celsius; on (B)(6) 2018: 39 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. Colonoscopy - in (B)(6) 2018: no alterations. Electrocardiogram - on (B)(6) 2017: within normal limits. Electromyogram - on (B)(6) 2017: mild carpal tunnel syndrome. Gynaecological examination - on (B)(6) 2019: eupneic. Abdomen soft, depressible, noises +, pain in the hypogastrium, no evident data of peritonism, no palpable masses no megalias, fist bilateral negative renal percussion. Impression of abdominal pain possibly related to essure. Heart rate (heart beats per minute) - on (B)(6) 2019: 92 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute. Helicobacter test - on (B)(6) 2017: gastritis. Imaging procedure - on (B)(6) 2017: normal ovaries, both essure devices correctly placed, not displaced. Magnetic resonance imaging - on (B)(6) 2019: no results provided. Ophthalmological examination - on (B)(6) 2018: direct eye examination and fluotest with significant conjunctival engorgement on the entire external edge, no other alterations, no evidence of a foreign body at the corneal, conjunctival, or interior level of both eyelids, no corneal erosions. Oxygen saturation (%) - on (B)(6) 2019: 100 %; on (B)(6) 2019: 97 %; on (B)(6) 2019: 99 %; on (B)(6) 2019: 99 %. Pathology test - on (B)(6) 2019: bilateral salpingectomy piece: fallopian tubes, with presence of essure-type metallic device, no relevant histopathological alterations. Smear test - on (B)(6) 2017: quality of the sample: satisfactory for cytological evaluation. Interpretation/result: negative for intraepithelial lesion or malignancy microorganisms coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Specialist consultation - on (B)(6) 2017: examination very difficult due to pain, done in standing position. No pain on palpation of the spinous processes, discomfort on the right paralumbar muscles, no skin lesions, pain with movement ss: manages to stand on tiptoes and heels. Impressed with low back pain of mechanical characteristics. On (B)(6)2017: the patient referred abdominal cramping pain of long evolution (one year) that is related to essure insertion. In the history episode of lumbociatalgia with similar referred pain. Examination and ultrasound were normal. On (B)(6) 2018: discomfort on palpation of the lumbar spinous processes and bilateral paravertebral muscles, pain on movement, no skin lesions. Abdomen soft, depressible, preserved sounds, not painful, no palpable masses or megalias, no peritonism data, bilateral negative renal fist percussion. Ls: bilateral negative lassegue, distal pulses + and symmetrical, strength and sensitivity preserved. Impressed with low back pain due to mechanical characteristics; on (B)(6) 2019: increased murmur; on (B)(6) 2019: otoscopy: bland - pharynx and tonsils: hypertrophied. - pca: rhythmic - mv rough when coughing; on (B)(6) 2019: re-assessed on (B)(6) 2019 due to abdominal pain radiating to the lumbar region for +/- 6 months. Dysmenorrhea, follow-up for chronic low back pain. The examination and ultrasound were normal.. Spinal x-ray - on (B)(6) 2018: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1; on (B)(6) 2019: lumbar + dynamic x-ray: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1. (Unfused secondary ossification nucleus in the anterosuperior margin of the vertebral body of l3 causes greater kyphosis at that level during flexion). Ultrasound abdomen - on (B)(6) 2017: unremarkable; on (B)(6) 2019: unremarkable. Ultrasound pelvis - on (B)(6) 2016: uterus in ante verse flexion of normal characteristics of 70 x 42 mm with intramural portion of both essure visible. Regular linear endometrium. Right ovary not visualized. Left ovary visible normal appearance. Adnexal areas without findings. No free fluid is observed in douglas. Confirming that the devices were normally located; on (B)(6) 2016: essures normally inserted. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries. Essures normally inserted. Urine analysis - on (B)(6) 2018: blood +++ leukocytes +; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood +++ leukemia +++. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2022: upon internal review the code 'vulvovaginal inflammation' was changed to 'vaginal infection'. Event 'pubic pain' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling pain in the pubic region') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), inflammation ("inflammation") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, inflammation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, hypersensitivity, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('disabling pain in the pubic region / severe pain') and back pain ('lumbar pain irradiation to both legs, more to the right') in a 40-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included digital mammography (no signs of malignant pathology) on (B)(6) 2016, pathology test (purulent discharge in left breast: inflammatory smear predominantly histiocytic, no evidence of suspicious cells. Breasts without findings) on (B)(6) 2016, discharge breast female on (B)(6) 2016, mastitis (left breast tense and with telorrhea) on (B)(6) 2016, metrorrhagia (every 8 days despite taking oral contraceptives) on (B)(6) 2015, chronic obstructive pulmonary disease on (B)(6) 2015, lipid metabolism disorder on (B)(6) 2015, renal colic on (B)(6) 2014, painful breasts in 2013, abdominal pain lower in 2013, diarrhea in 2013, genital candidiasis in 2012, vaginal candidiasis in 2012, abdominal pain in 2012, oligoanuria in 2012, cystitis in 2012, skin candida (treated with laurimic ovule: 1 ovule today and another inside 4 days. Laurimic cream: apply twice a day) in 2012, female genital pain in 2012, asthenia in 2011, dysuria in 2011, cystitis (recurrent in (B)(6) 2011) in 2011, recurrent urinary tract infection (recurrent in (B)(6) 2011) in 2011, rhizolysis in 2006, gravida I, parity 1 and helicobacter pylori associated gastrointestinal disease. Previously administered products included for mastitis: orbenin on (B)(6) 2016; for metrorrhagia: loette from (B)(6) 2014 to (B)(6) 2015; for uti: cefuroxime on (B)(6) 2014, denvar in 2012, normfloxacin in 2012 and norfloxacin in 2011; for renal colic: buscapina on (B)(6) 2014; for genital candidiasis: mycostatin in 2012 and ketoconazole in 2012; for genital discomfort at the end of urination: buscapine: in 2012; for candidiasis: ketoisdin in 2012; for vaginal itching: denvar in 2012; for cystitis: ciprofloxacin in 2012, diclofenac in 2012, norfloxacin in 2011 and buscapine; for candida with dermatitis: antibiotics in 2012; for an unreported indication: coslan from 2011 to (B)(6) 2022, iud until (B)(6) 2014, metamizol on (B)(6) 2014, espidifen in 2013, spasmotyl in 2013, rosalgin in 2012, ceracept, cerazet., zaldiar, omeprazole and prevencor. Concurrent conditions included metrorrhagia (she was evaluated on at least 3 occasions in outpatient clinics in relation to episodes of metrorrhagia, she was given recommendations regarding smoking and contraceptive use) since 2014, metrorrhagia (menstrual bleeding of 1 month evolution) since 2011 and genital bleeding since 2011. Concomitant products included oral contraceptive nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("strong colic / pain irradiated to lower limbs / colic-type pain of one year of evolution / abdominal pain in the hypogastrium, recurrent") and pain in extremity ("pain in lower limbs / foot pain"). On (B)(6) 2016, the patient experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2016, the patient experienced abdominal pain ("days after the placement she begin presenting strong abdominal pain, recurrent"), suprapubic pain ("days after the placement she begin presenting strong abdominal pain suprapubic aches") and genital haemorrhage ("days after the placement she begin presenting a profuse genital bleeding / severe bleeding"). In 2016, the patient experienced dyspnoea ("feeling of difficulty breathing after taking a corticosteroid."). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("vaginal discomfort") and vaginal discharge ("vaginal discharge, malodorous leukorrhea of 2 weeks of evolution, bad vaginal odor recurrent"). On (B)(6) 2016, the patient experienced neck pain ("neck pain") and paraesthesia ("paresthesias and numbness of the 1st and 2nd finger of the right hand / finger had been pricked with a sewing needle"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections recurrent") and cystitis ("cystitis, recurrent"). On (B)(6) 2016, the patient experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2017, the patient experienced lymphadenopathy ("adenopathy on the right side of the neck"). On (B)(6) 2017, the patient experienced musculoskeletal chest pain ("muscle pain / chest pain - ec was done: within normal limits"). On (B)(6) 2017, the patient experienced gastritis ("gastritis"). On (B)(6) 2017, the patient experienced drug hypersensitivity ("allergic reaction for the 2nd time with urbason / allergy to corticosteroids recuurrent"). On (B)(6) 2017, the patient experienced procedural pain ("chronic post-surgical pain - lumbar pain"). On (B)(6) 2017, the patient experienced sciatica ("lumbociatalgia"). On (B)(6) 2017, the patient experienced vulvovaginal inflammation ("vaginal infection (vaginosis)"). On (B)(6) 2017, the patient experienced abdominal pain upper ("pain in epigastrium abdominal pain / electric cramps sensation in belly / gastralgia with anorexia"). On (B)(6) 2018, the patient experienced nerve compression ("mild entrapment of the right median nerve at the level of the carpal tunnel"). On (B)(6) 2018, the patient experienced renal colic ("renal colic / right renal colic"). On (B)(6) 2018, the patient experienced lordosis ("rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1."). On (B)(6) 2018, the patient experienced pyrexia ("fever of 4 days of evolution without associated symptoms, 30 c"). On (B)(6) 2018, the patient experienced the first episode of cough ("cough, recurrent"), throat irritation ("mild throat itching") and the second episode of cough ("cough"). In (B)(6) 2018, the patient underwent self-medication ("self-medicating with flutox syrup"). On (B)(6) 2019, the patient experienced bronchitis ("bronchitis"). On (B)(6) 2019, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2019, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2019, the patient experienced gait disturbance ("she has trouble walking"). On (B)(6) 2019, the patient experienced influenza ("flu syndrome"). On (B)(6) 2019, the patient experienced feeling cold ("body cold without extremities all day") and night sweats ("night sweats"). On (B)(6) 2019, the patient experienced hyperkeratosis ("foot calluses") with skin warm. On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling after ingestion"). On (B)(6) 2019, the patient experienced tendonitis ("tendinitis") and upper respiratory tract infection ("acute respiratory infection of the upper tract"). On (B)(6) 2019, the patient experienced allergy to metals ("alergy test positive for silver nitrate ++ and sodium tetrachloropaladate hydrate 3% ++"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation"), poor quality sleep ("bad sleep hygiene"), nausea ("nausea, recurrent"), chills ("chills"), foreign body sensation in eyes ("something entered her left eye a while ago and since then he had discomfort / foreign body sensation at the left") and decreased appetite ("anorexia"). The patient was treated with aceclofenac, antiinflammatory agents, non-steroids and antiinfectives in combination, antipyretics, analgesics and anti-inflammatory agents, azithromycin, azithromycin (zitromax), bromhexine hydrochloride (flutox), carbocisteine lysine (mucovital), ciprofloxacin, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan), dequalinium chloride (fluomizin), desogestrel, dexketoprofen, dexketoprofen trometamol (enantyum), diclofenac, enoxaparin sodium (clexane), fluticasone propionate;formoterol fumarate (flutiform), hyoscine butylbromide (buscapina), hyoscine butylbromide;metamizole sodium (buscapina compositum), ibuprofen, ibuprofen arginine (espidifen), mefenamic acid (coslan), metamizole magnesium (nolotil), methylprednisolone (urbason), metronidazole, nitrofurantoin;phenazopyridine hydrochloride;sulfamethizole (micturol sedante), norfloxacin, omeprazole, paracetamol, simvastatin (sinvastatina), tapentadol, tapentadol hydrochloride (palexia) and surgery (spine surgery on (B)(6) 2017 and bilateral salpingectomy for essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, hypersensitivity, abdominal discomfort, inflammation, abdominal pain, suprapubic pain, genital haemorrhage, abdominal pain lower, poor quality sleep, nausea, vulvovaginal discomfort, chills, abdominal pain upper, gait disturbance, allergy to metals, sciatica, intermenstrual bleeding, vaginal discharge, neck pain, paraesthesia, urinary tract infection, cystitis, carpal tunnel syndrome, dyspepsia, alopecia, lymphadenopathy, musculoskeletal chest pain, gastritis, drug hypersensitivity, procedural pain, vulvovaginal inflammation, nerve compression, renal colic, lordosis, throat irritation, pyrexia, the last episode of cough, foreign body sensation in eyes, bronchitis, self-medication, oropharyngeal pain, kyphosis, dysmenorrhoea, decreased appetite, pain in extremity, influenza, feeling cold, night sweats, hyperkeratosis, tendonitis, abdominal distension, upper respiratory tract infection and dyspnoea outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bronchitis, carpal tunnel syndrome, chills, cystitis, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspepsia, dyspnoea, feeling cold, foreign body sensation in eyes, gait disturbance, gastritis, genital haemorrhage, hyperkeratosis, hypersensitivity, inflammation, influenza, intermenstrual bleeding, kyphosis, lordosis, lymphadenopathy, musculoskeletal chest pain, nausea, neck pain, nerve compression, night sweats, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, pyrexia, renal colic, sciatica, self-medication, suprapubic pain, tendonitis, throat irritation, upper respiratory tract infection, urinary tract infection, vaginal discharge, vulvovaginal discomfort, vulvovaginal inflammation, the first episode of cough and the second episode of cough to be related to essure. The reporter commented: the device placement is carried out without complications, on (B)(6) 2016 patient was treated with hydroxyl b1,b6,b12. On (B)(6) 2019 salpingectomy carried out with complete essures, no incidents on (B)(6) 2019 a lot of improvement since the essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: skin tests on prick with corticosteroids all negatives, positive histamine control; on (B)(6) 2019: battery of metals at 72 hours, silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++. Body temperature (degrees celsius) - on (B)(6) 2018: 36 degrees celsius; on (B)(6) 2018: 36.6 degrees celsius; on (B)(6) 2018: 39 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. Colonoscopy - in (B)(6) 2018: no alterations. Electrocardiogram - on (B)(6) 2017: within normal limits. Electromyogram - on (B)(6) 2017: mild carpal tunnel syndrome. Gynaecological examination - on (B)(6) 2019: eupneic. Abdomen soft, depressible, noises +, pain in the hypogastrium, no evident data of peritonism, no palpable masses no megalias, fist bilateral negative renal percussion. Impression of abdominal pain possibly related to essure. Heart rate (heart beats per minute) - on (B)(6) 2019: 92 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute. Helicobacter test - on (B)(6) 2017: gastritis. Imaging procedure - on (B)(6) 2017: normal ovaries, both essure devices correctly placed, not displaced. Magnetic resonance imaging - on (B)(6) 2019: no results provided. Ophthalmological examination - on (B)(6) 2018: direct eye examination and fluotest with significant conjunctival engorgement on the entire external edge, no other alterations, no evidence of a foreign body at the corneal, conjunctival, or interior level of both eyelids, no corneal erosions. Oxygen saturation (%) - on (B)(6) 2019: 100 %; on (B)(6) 2019: 97 %; on (B)(6) 2019: 99 %; on (B)(6) 2019: 99 %. Pathology test - on (B)(6) 2019: bilateral salpingectomy piece: fallopian tubes, with presence of essure-type metallic device, no relevant histopathological alterations. Smear test - on (B)(6) 2017: quality of the sample: satisfactory for cytological evaluation. Interpretation/result: negative for intraepithelial lesion or malignancy microorganisms coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Specialist consultation - on (B)(6) 2017: examination very difficult due to pain, done in standing position. No pain on palpation of the spinous processes, discomfort on the right paralumbar muscles, no skin lesions, pain with movement ss: manages to stand on tiptoes and heels. Impressed with low back pain of mechanical characteristics.; on (B)(6) 2017: the patient referred abdominal cramping pain of long evolution (one year) that is related to essure insertion. In the history episode of lumbociatalgia with similar referred pain. Examination and ultrasound were normal; on (B)(6) 2018: discomfort on palpation of the lumbar spinous processes and bilateral paravertebral muscles, pain on movement, no skin lesions. Abdomen soft, depressible, preserved sounds, not painful, no palpable masses or megalias, no peritonism data, bilateral negative renal fist percussion. Ls: bilateral negative lassegue, distal pulses + and symmetrical, strength and sensitivity preserved. Impressed with low back pain due to mechanical characteristics; on (B)(6) 2019: increased murmur; on (B)(6) 2019: otoscopy: bland - pharynx and tonsils: hypertrophied. - pca: rhythmic - mv rough when coughing; on (B)(6) 2019: re-assessed on (B)(6) 2019 due to abdominal pain radiating to the lumbar region for +/- 6 months. Dysmenorrhea, follow-up for chronic low back pain. The examination and ultrasound were normal.. Spinal x-ray - on (B)(6) 2018: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1; on (B)(6) 2019: lumbar + dynamic x-ray: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1. (Unfused secondary ossification nucleus in the anterosuperior margin of the vertebral body of l3 causes greater kyphosis at that level during flexion). Ultrasound abdomen - on (B)(6) 2017: unremarkable; on(B)(6) 2019: unremarkable. Ultrasound pelvis - on (B)(6) 2016: uterus in ante verse flexion of normal characteristics of 70 x 42 mm with intramural portion of both essure visible. Regular linear endometrium. Right ovary not visualized. Left ovary visible normal appearance. Adnexal areas without findings. No free fluid is observed in douglas. Confirming that the devices were normally located; on (B)(6) 2016: essures normally inserted. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries. Essures normally inserted. Urine analysis - on (B)(6) 2018: blood +++ leukocytes +; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood +++ leukemia +++. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2022: the follow information were include other health professional's reporter, primary's reporter and patient's information, details updated, medical history, historical drug, lab test, other treatment products, concomitant treatment, new events: abdominal pain, suprapubic pain, genital bleeding, abdominal pain lower, poor sleep, nausea, vaginal discomfort, chills , pain epigastric, walking difficulty, allergy to metals, sciatica, metrorrhagia, vaginal discharge, paraesthesia hand, neck pain, cystitis, recurrent uti, back pain (with radiation), carpal tunnel syndrome, hair loss, dyspepsia, lymphadenopathy cervical, musculoskeletal chest pain, gastritis , allergic reaction to drug, postoperative pain, vaginal inflammation, entrapment neuropathy, renal colic, lordosis , pharyngeal hyperemia, fever, cough, itchy throat, foreign body sensation in eyes, self-medication, bronchitis, sore throat, dysmenorrhea, kyphosis, pain of lower extremities, anorexia, flu syndrome, feeling cold, night sweats, foot callus, swelling abdomen, tendinitis, acute upper respiratory tract infection, difficulty breathing. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('severe pain/ intense pelvic pain since essure was implanted') and back pain ('lumbar pain irradiation to both legs, more to the right/ chronic low back pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included digital mammography (no signs of malignant pathology) on (B)(6) 2016, pathology test (purulent discharge in left breast: inflammatory smear predominantly histiocytic, no evidence of suspicious cells. Breasts without findings) on (B)(6) 2016, discharge breast female on (B)(6) 2016, mastitis (left breast tense and with telorrhea) on (B)(6) 2016, metrorrhagia (every 8 days despite oral contraceptives) on (B)(6) 2015, chronic obstructive pulmonary disease on (B)(6) 2015, lipid metabolism disorder on (B)(6) 2015, renal colic on (B)(6) 2014, painful breasts in 2013, abdominal pain lower in 2013, diarrhea in 2013, genital candidiasis in 2012, vaginal candidiasis in 2012, abdominal pain in 2012, oligoanuria in 2012, cystitis in 2012, skin candida (treated with laurimic ovule: 1 ovule today and another inside 4 days. Laurimic cream: apply twice a day) in 2012, female genital pain in 2012, asthenia in 2011, dysuria in 2011, cystitis (recurrent in (B)(6) 2011) in 2011, recurrent urinary tract infection (recurrent in (B)(6) 2011) in 2011, rhizolysis (with good results, low back pain where the rhizolysis was done) in 2006, gravida I, parity 1 and helicobacter pylori associated gastrointestinal disease. Previously administered products included for mastitis: orbenin on (B)(6) 2016; for metrorrhagia: loette from (B)(6) 2014 to (B)(6) 2015; for uti: cefuroxime on (B)(6) 2014, denvar in 2012, norfloxacin in 2012 and norfloxacin in 2011; for renal colic: buscapina on (B)(6) 2014; for genital candidiasis: mycostatin in 2012 and ketoconazole in 2012; for genital discomfort at the end of urination: buscapine: in 2012; for candidiasis: ketoisdin in 2012; for vaginal itching: denvar in 2012; for cystitis: ciprofloxacin in 2012, diclofenac in 2012, norfloxacin in 2011 and buscapine; for candida with dermatitis: antibiotics in 2012; for an unreported indication: coslan from 2011 to (B)(6) 2022, iud until (B)(6) 2014, metamizol on (B)(6) 2014, espidifen in 2013, spasmotyl in 2013, rosalgin in 2012, ceracept, cerazet., zaldiar, omeprazole and prevencor. Concurrent conditions included metrorrhagia (evaluated on at least 3 occasions in outpatient clinics in relation to episodes of metrorrhagia, she was given recommendations regarding smoking and contraceptive use) since 2014, metrorrhagia (menstrual bleeding of 1 month evolution) since 2011 and genital bleeding since 2011. Concomitant products included oral contraceptive nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower ("strong colic-type abdominal pain of one year of evolution/ abdominal pain in the hypogastrium, recurrent") and pain in extremity ("pain in lower limbs / foot pain"). On (B)(6) 2016, the patient experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2016, the patient experienced genital haemorrhage ("days after the placement she begin presenting a profuse genital bleeding / severe bleeding") and suprapubic pain ("days after the placement she begin presenting strong abdominal pain suprapubic aches"). In 2016, the patient experienced pelvic pain (seriousness criterion intervention required) and dyspnoea ("feeling of difficulty breathing after taking a corticosteroid."). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge, malodorous leukorrhea of 2 weeks of evolution, bad vaginal odor recurrent") and vulvovaginal discomfort ("vaginal discomfort"). On (B)(6) 2016, the patient experienced neck pain ("neck pain") and paraesthesia ("paresthesias and numbness of the 1st and 2nd finger of the right hand / finger had been pricked with a sewing needle"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections recurrent") and cystitis ("cystitis, recurrent"). On (B)(6) 2016, the patient experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2017, the patient experienced lymphadenopathy ("adenopathy on the right side of the neck"). On (B)(6) 2017, the patient experienced musculoskeletal chest pain ("muscle pain / chest pain - ec was done: within normal limits"). On (B)(6) 2017, the patient experienced gastritis ("gastritis"). On (B)(6) 2017, the patient experienced drug hypersensitivity ("allergic reaction for the 2nd time with urbason / allergy to corticosteroids recurrent"). On (B)(6) 2017, the patient experienced procedural pain ("chronic post-surgical pain - lumbar pain"). On (B)(6) 2017, the patient experienced sciatica ("lumbosciatalgia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection (vaginosis)"). On (B)(6) 2017, the patient experienced abdominal pain upper ("pain in epigastrium abdominal pain / electric cramps sensation in belly / gastralgia with anorexia"). On (B)(6) 2018, the patient experienced nerve compression ("mild entrapment of the right median nerve at the level of the carpal tunnel"). On (B)(6) 2018, the patient experienced renal colic ("renal colic / right renal colic"). On (B)(6) 2018, the patient experienced lordosis ("rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1."). On (B)(6) 2018, the patient experienced pyrexia ("fever of 4 days of evolution without associated symptoms, 30 c"). On (B)(6) 2018, the patient experienced cough ("cough, recurrent") and throat irritation ("mild throat itching"). In (B)(6) 2018, the patient underwent self-medication ("self-medicating with flutox syrup"). On (B)(6) 2019, the patient experienced bronchitis ("bronchitis"). On (B)(6) 2019, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2019, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2019, the patient experienced gait disturbance ("she has trouble walking"). On (B)(6) 2019, the patient experienced influenza ("flu syndrome"). On (B)(6) 2019, the patient experienced feeling cold ("body cold without extremities all day") and night sweats ("night sweats"). On (B)(6) 2019, the patient experienced hyperkeratosis ("foot calluses") with skin warm. On (B)(6) 2019, the patient experienced abdominal distension ("abdominal swelling after ingestion"). On (B)(6) 2019, the patient experienced tendonitis ("tendinitis") and upper respiratory tract infection ("acute respiratory infection of the upper tract"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy test positive for silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++"). On an unknown date, the patient experienced abdominal discomfort ("abdominal discomfort"), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), poor quality sleep ("bad sleep hygiene"), nausea ("nausea, recurrent"), chills ("chills"), foreign body sensation in eyes ("something entered her left eye a while ago and since then he had discomfort / foreign body sensation at the left"), decreased appetite ("anorexia") and pubic pain ("disabling pain in the pubic region"). The patient was treated with aceclofenac, aceclofenac;paracetamol, antiinflammatory agents, non-steroids and antiinfectives in combination, antipyretics, analgesics and anti-inflammatory agents, azithromycin, azithromycin (zitromax), bromhexine hydrochloride (flutox), carbocisteine lysine (mucovital), ciprofloxacin, cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan), dequalinium chloride (fluomizin), desogestrel, dexketoprofen, dexketoprofen trometamol (enantyum), diclofenac, diclofenac (voltaren), enoxaparin sodium (clexane), fluticasone propionate;formoterol fumarate (flutiform), hyoscine butylbromide (buscapina), hyoscine butylbromide;metamizole sodium (buscapina compositum), ibuprofen, ibuprofen arginine (espidifen), mefenamic acid (coslan), methylprednisolone (urbason), metronidazole, nitrofurantoin;phenazopyridine hydrochloride;sulfamethizole (micturol sedante), norfloxacin, omeprazole, paracetamol, simvastatin (sinvastatina), tapentadol, tapentadol hydrochloride (palexia) and surgery (bilateral salpingectomy for essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dysmenorrhoea, abdominal discomfort, abdominal distension, hypersensitivity, allergy to metals, genital haemorrhage, intermenstrual bleeding, vaginal discharge, vulvovaginal discomfort, suprapubic pain, inflammation, poor quality sleep, nausea, chills, abdominal pain upper, gait disturbance, sciatica, neck pain, paraesthesia, urinary tract infection, cystitis, carpal tunnel syndrome, dyspepsia, alopecia, lymphadenopathy, musculoskeletal chest pain, gastritis, drug hypersensitivity, procedural pain, vaginal infection, nerve compression, renal colic, lordosis, cough, throat irritation, pyrexia, foreign body sensation in eyes, bronchitis, self-medication, oropharyngeal pain, kyphosis, decreased appetite, pain in extremity, influenza, feeling cold, night sweats, hyperkeratosis, tendonitis, upper respiratory tract infection, dyspnoea and pubic pain outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bronchitis, carpal tunnel syndrome, chills, cough, cystitis, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspepsia, dyspnoea, feeling cold, foreign body sensation in eyes, gait disturbance, gastritis, genital haemorrhage, hyperkeratosis, hypersensitivity, inflammation, influenza, intermenstrual bleeding, kyphosis, lordosis, lymphadenopathy, musculoskeletal chest pain, nausea, neck pain, nerve compression, night sweats, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, pubic pain, pyrexia, renal colic, sciatica, self-medication, suprapubic pain, tendonitis, throat irritation, upper respiratory tract infection, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: device placement carried out without complications, on (B)(6) 2016 patient was treated with hydroxyl b1,b6,b12 (vitamins) and aceclofenac. Over the years, low back pain and abdominal pain did not or only partially improved with medications. On (B)(6) 2019 salpingectomy carried out with complete essures, no incidents. On (B)(6) 2019 a lot of improvement since the essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: skin tests on prick with corticosteroids all negatives, positive histamine control; on (B)(6) 2019: battery of metals at 72 hours, silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++. Body temperature (degrees celsius) - on (B)(6) 2018: 36 degrees celsius; on (B)(6) 2018: 36.6 degrees celsius; on (B)(6) 2018: 39 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. Colonoscopy - in (B)(6) 2018: no alterations. Electrocardiogram - on (B)(6) 2017: within normal limits. Electromyogram - on (B)(6) 2017: mild carpal tunnel syndrome. Gynaecological examination - on (B)(6) 2019: eupneic. Abdomen soft, depressible, noises +, pain in the hypogastrium, no evident data of peritonism, no palpable masses no megalias, fist bilateral negative renal percussion. Impression of abdominal pain possibly related to essure. Heart rate (heart beats per minute) - on (B)(6) 2019: 92 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute. Helicobacter test - on (B)(6) 2017: gastritis. Imaging procedure - on (B)(6) 2017: normal ovaries, both essure devices correctly placed, not displaced. Magnetic resonance imaging - on (B)(6) 2019: no results provided. Ophthalmological examination - on (B)(6) 2018: direct eye examination and fluotest with significant conjunctival engorgement on the entire external edge, no other alterations, no evidence of a foreign body at the corneal, conjunctival, or interior level of both eyelids, no corneal erosions. Oxygen saturation (%) - on (B)(6) 2019: 100 %; on (B)(6) 2019: 97 %; on (B)(6) 2019: 99 %; on (B)(6) 2019: 99 %. Pathology test - on (B)(6) 2019: bilateral salpingectomy piece: fallopian tubes, with presence of essure-type metallic device, no relevant histopathological alterations. Smear test - on (B)(6) 2017: quality of the sample: satisfactory for cytological evaluation. Interpretation/result: negative for intraepithelial lesion or malignancy microorganisms coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). Specialist consultation - on (B)(6) 2017: examination very difficult due to pain, done in standing position. No pain on palpation of the spinous processes, discomfort on the right paralumbar muscles, no skin lesions, pain with movement ss: manages to stand on tiptoes and heels. Impressed with low back pain of mechanical characteristics.; on (B)(6) 2017: the patient referred abdominal cramping pain of long evolution (one year) that is related to essure insertion. In the history episode of lumbociatalgia with similar referred pain. Examination and ultrasound were normal; on (B)(6) 2018: discomfort on palpation of the lumbar spinous processes and bilateral paravertebral muscles, pain on movement, no skin lesions. Abdomen soft, depressible, preserved sounds, not painful, no palpable masses or megalias, no peritonism data, bilateral negative renal fist percussion. Ls: bilateral negative lassegue, distal pulses + and symmetrical, strength and sensitivity preserved. Impressed with low back pain due to mechanical characteristics; on (B)(6) 2019: increased murmur; on (B)(6) 2019: otoscopy: bland - pharynx and tonsils: hypertrophied. - pca: rhythmic - mv rough when coughing; on (B)(6) 2019: re-assessed on (B)(6) 2019 due to abdominal pain radiating to the lumbar region for +/- 6 months. Dysmenorrhea, follow-up for chronic low back pain. The examination and ultrasound were normal.. Spinal x-ray - on (B)(6) 2018: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1; on (B)(6) 2019: lumbar + dynamic x-ray: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1. (Unfused secondary ossification nucleus in the anterosuperior margin of the vertebral body of l3 causes greater kyphosis at that level during flexion). Ultrasound abdomen - on (B)(6) 2017: unremarkable; on (B)(6) 2019: unremarkable. Ultrasound pelvis - on (B)(6) 2016: uterus in ante verse flexion of normal characteristics of 70 x 42 mm with intramural portion of both essure visible. Regular linear endometrium. Right ovary not visualized. Left ovary visible normal appearance. Adnexal areas without findings. No free fluid is observed in douglas. Confirming that the devices were normally located; on (B)(6) 2016: essures normally inserted. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries. Essures normally inserted. Urine analysis - on (B)(6) 2018: blood +++ leukocytes +; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood +++ leukemia +++. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-feb-2022: quality safety evaluation of product technical complaint (ptc). Upon internal review, spine surgery in 2017 deleted due to history finding of rhizolysis in 2006. Event abdominal pain now merged with abdominal pain lower (events described in same context). Episode of cough merged to event cough recurrent. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/ intense pelvic pain since essure was implanted") and back pain ("lumbar pain irradiation to both legs, more to the right/ chronic low back pain") in a 40 year-old female patient who had essure inserted (lot no. He01137) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pathology test (purulent discharge in left breast: inflammatory smear predominantly histiocytic, no evidence of suspicious cells. Breasts without findings), digital mammography (no signs of malignant pathology), discharge breast female and mastitis (left breast tense and with telorrhea) in 2016, metrorrhagia (every 8 days despite oral contraceptives), chronic obstructive pulmonary disease and lipid metabolism disorder in 2015, renal colic in 2014, diarrhea, abdominal pain lower and painful breasts in 2013, genital candidiasis, abdominal pain, vaginal candidiasis, oligoanuria, female genital pain, skin candida (treated with laurimic ovule: 1 ovule today and another inside 4 days. Laurimic cream: apply twice a day) and cystitis in 2012, asthenia, dysuria, recurrent urinary tract infection (recurrent in (B)(6) 2011) and cystitis (recurrent in (B)(6) 2011) in 2011, rhizolysis (with good results, low back pain where the rhizolysis was done) in 2006 and dyslipidemia, herniated disc, smoker, obesity, helicobacter pylori associated gastrointestinal disease, parity 1 and gravida I. Previously administered products included: antibiotics for candida with dermatitis, ketoisdin for candidiasis, diclofenac and ciprofloxacin for cystitis, norfloxacin and buscapine for cystitis, ketoconazole and mycostatin for genital candidiasis, buscapine for genital discomfort at the end of urination, orbenin respiratorio for mastitis, loette for metrorrhagia, buscapina [hyoscine butylbromide] for renal colic, norfloxacin, norfloxacin, denvar and cefuroxime for uti, denvar for vaginal itching and zaldiar, coslan [mefenamic acid], rosalgin, espidifen, spasmoctyl, metamizol [metamizole], iud nos, drospirenone;ethinylestradiol, cerazet, omeprazole and prevencor [atorvastatin calcium]. Concurrent conditions were listed as metrorrhagia (evaluated on at least 3 occasions in outpatient clinics in relation to episodes of metrorrhagia, she was given recommendations regarding smoking and contraceptive use) since 2014 as well as metrorrhagia (menstrual bleeding of 1 month evolution) and genital bleeding since 2011. Concomitant products included prevencor [ramipril] and oral contraceptive nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("strong colic-type abdominal pain of one year of evolution/ abdominal pain in the hypogastrium, recurrent") and pain in extremity ("pain in lower limbs / foot pain"). On (B)(6) 2016 she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2016 she experienced genital haemorrhage ("days after the placement she begin presenting a profuse genital bleeding / severe bleeding") and suprapubic pain ("days after the placement she begin presenting strong abdominal pain suprapubic aches"). On (B)(6) 2016 she experienced vaginal discharge ("vaginal discharge, malodorous leukorrhea of 2 weeks of evolution, bad vaginal odor recurrent") and vulvovaginal discomfort ("vaginal discomfort"). On (B)(6) 2016 she experienced neck pain ("neck pain") and paraesthesia ("paresthesias and numbness of the 1st and 2nd finger of the right hand / finger had been pricked with a sewing needle"). On (B)(6) 2016 she experienced urinary tract infection ("urinary tract infections recurrent") and cystitis ("cystitis, recurrent"). On (B)(6) 2016 she experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6) 2016 she experienced back pain (seriousness criterion medically important). On (B)(6) 2016 she experienced alopecia ("hair loss"). In 2016 she experienced pelvic pain (seriousness criterion intervention required) and a first episode of dyspnoea ("feeling of difficulty breathing after taking a corticosteroid."). On (B)(6) 2017 she experienced dyspepsia ("dyspepsia"). On (B)(6) 2017 she experienced lymphadenopathy ("adenopathy on the right side of the neck"). On (B)(6) 2017 she experienced musculoskeletal chest pain ("muscle pain / chest pain - ec was done: within normal limits"). On (B)(6) 2017 she experienced gastritis ("gastritis"). On (B)(6) 2017 she experienced drug hypersensitivity ("allergic reaction for the 2nd time with urbason / allergy to corticosteroids recurrent"). On (B)(6) 2017 she experienced procedural pain ("chronic post-surgical pain - lumbar pain"). On (B)(6) 2017 she experienced sciatica ("lumbosciatalgia"). On (B)(6) 2017 she experienced vaginal infection ("vaginal infection (vaginosis)"). On (B)(6) 2017 she experienced abdominal pain upper ("pain in epigastrium abdominal pain / electric cramps sensation in belly / gastralgia with anorexia"). On (B)(6) 2018 she experienced nerve compression ("mild entrapment of the right median nerve at the level of the carpal tunnel"). On (B)(6) 2018 she experienced renal colic ("renal colic / right renal colic"). On (B)(6) 2018 she experienced lordosis ("rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1."). On (B)(6) 2018 she experienced pyrexia ("fever of 4 days of evolution without associated symptoms, 30 c"). On (B)(6) 2018 she experienced cough ("cough, recurrent") and throat irritation ("mild throat itching"). In (B)(6) 2018 she underwent self-medication ("self-medicating with flutox syrup"). On (B)(6) 2019 she experienced bronchitis ("bronchitis"). On (B)(6) 2019 she experienced oropharyngeal pain ("sore throat"). On (B)(6) 2019 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2019 she experienced kyphosis ("kyphosis"). On (B)(6) 2019 she experienced gait disturbance ("she has trouble walking"). On (B)(6) 2019 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2019 she experienced influenza ("flu syndrome"). On (B)(6) 2019 she experienced feeling cold ("body cold without extremities all day") and night sweats ("night sweats"). On (B)(6) 2019 she experienced hyperkeratosis ("foot calluses"). On (B)(6) 2019 she experienced abdominal distension ("abdominal swelling after ingestion"). On (B)(6) 2019 she experienced tendonitis ("tendinitis") and upper respiratory tract infection ("acute respiratory infection of the upper tract"). On (B)(6) 2019 she experienced allergy to metals ("allergy test positive for silver nitrate ++ and sodium tetrachloropaladate hydrate 3% ++"). An unknown time later she experienced abdominal discomfort ("abdominal discomfort"), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), poor quality sleep ("bad sleep hygiene"), nausea ("nausea, recurrent"), chills ("chills"), foreign body sensation in eyes ("something entered her left eye a while ago and since then he had discomfort / foreign body sensation at the left"), decreased appetite ("anorexia"), skin warm ("foot heat"), pubic pain ("disabling pain in the pubic region"), erythema ("erythematous lesion") and a second episode of dyspnoea ("difficulty in breathing"). The patient was treated with espidifen (ibuprofen arginine), coslan [mefenamic acid], aceclofenac, micturol sedante [nitrofurantoin;phenazopyridine hydrochloride;sulfamethizole], ibuprofen, inzitan (cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride), dexketoprofen, diclofenac, urbason [methylprednisolone], tapentadol, aceclofenac, aceclofenac;paracetamol, aceclofenac, norfloxacin, enantyum (dexketoprofen trometamol), buscapina [hyoscine butylbromide], buscapina compositum [hyoscine butylbromide;metamizole sodium], ciprofloxacin, antipyretics, analgesics and anti-inflammatory agents, enantyum (dexketoprofen trometamol), paracetamol, palexia (tapentadol hydrochloride), voltaren [diclofenac], metronidazole, flutox [bromhexine hydrochloride], mucovital (carbocisteine lysine), flutiform (fluticasone propionate;formoterol fumarate), azithromycin, zitromax (azithromycin), desogestrel, antiinflammatory agents, non-steroids and antiinfectives in combination, fluomizin (dequalinium chloride), sinvastatina (simvastatin), omeprazole and clexane (enoxaparin sodium) as well as surgery (bilateral salpingectomy for essure removal on (B)(6) 2019). At the time of the report, the outcomes for pelvic pain, back pain, abdominal pain lower, dysmenorrhoea, abdominal discomfort, abdominal distension, hypersensitivity, allergy to metals, genital haemorrhage, intermenstrual bleeding, vaginal discharge, vulvovaginal discomfort, suprapubic pain, inflammation, poor quality sleep, nausea, chills, abdominal pain upper, gait disturbance, sciatica, neck pain, paraesthesia, urinary tract infection, cystitis, carpal tunnel syndrome, dyspepsia, alopecia, lymphadenopathy, musculoskeletal chest pain, gastritis, drug hypersensitivity, procedural pain, vaginal infection, nerve compression, renal colic, lordosis, cough, throat irritation, pyrexia, foreign body sensation in eyes, bronchitis, self-medication, oropharyngeal pain, kyphosis, decreased appetite, pain in extremity, influenza, feeling cold, night sweats, hyperkeratosis, tendonitis, upper respiratory tract infection, pubic pain, erythema, abdominal pain and the last episode of dyspnoea were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bronchitis, carpal tunnel syndrome, chills, cough, cystitis, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspepsia, the first episode of dyspnoea, the second episode of dyspnoea, erythema, feeling cold, foreign body sensation in eyes, gait disturbance, gastritis, genital haemorrhage, hyperkeratosis, hypersensitivity, inflammation, influenza, intermenstrual bleeding, kyphosis, lordosis, lymphadenopathy, musculoskeletal chest pain, nausea, neck pain, nerve compression, night sweats, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, pubic pain, pyrexia, renal colic, sciatica, self-medication, skin warm, suprapubic pain, tendonitis, throat irritation, upper respiratory tract infection, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal discomfort to be related to essure administration. The reporter commented: device placement carried out without complications, on (B)(6) 2016 patient was treated with hydroxyl b1,b6,b12 (vitamins) and aceclofenac. Over the years, low back pain and abdominal pain did not or only partially improved with medications. On (B)(6) 2019 salpingectomy carried out with complete essures, no incidents. On (B)(6) 2019 a lot of improvement since the essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.292 kg/sqm. [Allergy test] on (B)(6) 2019: skin tests on prick with corticosteroids all negatives, positive histamine control; on (B)(6) 2019: battery of metals at 72 hours, silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++ [body temperature] on (B)(6) 2018: 36 degrees celsius; on (B)(6) 2018: 36.6 degrees celsius; on (B)(6) 2018: 39 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. [Colonoscopy] in (B)(6) 2018: no alterations. [Computerised tomogram] on (B)(6) 2014: intrasomatic hernias in the limiting endplates of l1-l2. Unfused secondary ossification nucleus at the anterosuperior margin of the vertebral body of l3. Discrete collapse and minimal global protrusion of the l2-l3 disc and calcification of the left yellow ligament. Discrete global protrusion of the l4-l5 and somewhat more significant l5-s1 discs with small marginal osteophytes and a small paramedial disc-osteophyte complex at l5-s1. However, no significant stenosis was observed on the canal. (Hd l4-5 r moderate [electrocardiogram] on (B)(6) 2017: within normal limits. [Electromyogram] on (B)(6) 2017: mild carpal tunnel syndrome. [Gynaecological examination] on (B)(6) 2019: eupneic. Abdomen soft, depressible, noises +, pain in the hypogastrium, no evident data of peritonism, no palpable masses no megalias, fist bilateral negative renal percussion. Impression of abdominal pain possibly related to essure [heart rate] on (B)(6) 2019: 92 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute. [Helicobacter test] on (B)(6) 2017: gastritis. [Imaging procedure] on (B)(6) 2017: normal ovaries, both essure devices correctly placed, not displaced. [Magnetic resonance imaging] on (B)(6) 2019: no results provided. [Ophthalmological examination] on (B)(6) 2018: direct eye examination and fluotest with significant conjunctival engorgement on the entire external edge, no other alterations, no evidence of a foreign body at the corneal, conjunctival, or interior level of both eyelids, no corneal erosions [oxygen saturation] on (B)(6) 2019: 100 %; on (B)(6) 2019: 97 %; on (B)(6) 2019: 99 % and 99 % [pathology test] on (B)(6) 2019: bilateral salpingectomy piece: fallopian tubes, with presence of essure-type metallic device, no relevant histopathological alterations [smear test] on (B)(6) 2017: quality of the sample: satisfactory for cytological evaluation. Interpretation/result: negative for intraepithelial lesion or malignancy microorganisms coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis) [specialist consultation] on (B)(6) 2017: examination very difficult due to pain, done in standing position. No pain on palpation of the spinous processes, discomfort on the right paralumbar muscles, no skin lesions, pain with movement ss: manages to stand on tiptoes and heels. Impressed with low back pain of mechanical characteristics.; on (B)(6) 2017: the patient referred abdominal cramping pain of long evolution (one year) that is related to essure insertion. In the history episode of lumbociatalgia with similar referred pain. Examination and ultrasound were normal; on (B)(6) 2018: discomfort on palpation of the lumbar spinous processes and bilateral paravertebral muscles, pain on movement, no skin lesions. Abdomen soft, depressible, preserved sounds, not painful, no palpable masses or megalias, no peritonism data, bilateral negative renal fist percussion. Ls: bilateral negative lassegue, distal pulses + and symmetrical, strength and sensitivity preserved. Impressed with low back pain due to mechanical characteristics; on (B)(6) 2019: increased murmur; on (B)(6) 2019: otoscopy: bland - pharynx and tonsils: hypertrophied. - pca: rhythmic - mv rough when coughing; on (B)(6) 2019: re-assessed on (B)(6) 2019 due to abdominal pain radiating to the lumbar region for +/- 6 months. Dysmenorrhea, follow-up for chronic low back pain. The examination and ultrasound were normal. [Spinal x-ray] on (B)(6) 2018: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1; on (B)(6) 2019: lumbar + dynamic x-ray: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1. (Unfused secondary ossification nucleus in the anterosuperior margin of the vertebral body of l3 causes greater kyphosis at that level during flexion) [ultrasound abdomen] on (B)(6) 2017: unremarkable; on (B)(6) 2019: unremarkable [ultrasound pelvis] on (B)(6) 2016: uterus in ante verse flexion of normal characteristics of 70 x 42 mm with intramural portion of both essure visible. Regular linear endometrium. Right ovary not visualized. Left ovary visible normal appearance. Adnexal areas without findings. No free fluid is observed in douglas. Confirming that the devices were normally located; on (B)(6) 2016: essures normally inserted. [Ultrasound scan] on (B)(6) 2016: she went for a control ultrasound in which, among other things, the uterus was specified in anteversoflexion with normal characteristics of 70 x 42 mm with visible intramural portion of both essure. [Ultrasound scan vagina] on (B)(6) 2016: she went for a control ultrasound in which, among other things, the uterus was specified in anteversoflexion with normal characteristics of 70 x 42 mm with visible intramural portion of both essure; on (B)(6) 2019: normal ovaries. Essures normally inserted [urine analysis] on (B)(6) 2018: blood +++ leukocytes +; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood +++ leukemia +++. Batch no~he01137 production date 2015-08-06 expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/ intense pelvic pain since essure was implanted") and back pain ("lumbar pain irradiation to both legs, more to the right/ chronic low back pain") in a 40 year-old female patient who had essure inserted (lot no: he01137) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pathology test (purulent discharge in left breast: inflammatory smear predominantly histiocytic, no evidence of suspicious cells. Breasts without findings), digital mammography (no signs of malignant pathology), discharge breast female and mastitis (left breast tense and with telorrhea) in 2016, metrorrhagia (every 8 days despite oral contraceptives), chronic obstructive pulmonary disease and lipid metabolism disorder in 2015, renal colic in 2014, diarrhea, abdominal pain lower and painful breasts in 2013, genital candidiasis, abdominal pain, vaginal candidiasis, oligoanuria, female genital pain, skin candida (treated with laurimic ovule: 1 ovule today and another inside 4 days. Laurimic cream: apply twice a day) and cystitis in 2012, asthenia, dysuria, recurrent urinary tract infection (recurrent on (B)(6) 2011) and cystitis (recurrent on (B)(6) 2011) in 2011, rhizolysis (with good results, low back pain where the rhizolysis was done) in 2006 and dyslipidemia, herniated disc, smoker, obesity, helicobacter pylori associated gastrointestinal disease, parity 1 and gravida I. Previously administered products included: antibiotics for candida with dermatitis, ketoisdin for candidiasis, diclofenac and ciprofloxacin for cystitis, norfloxacin and buscapine for cystitis, ketoconazole and mycostatin for genital candidiasis, buscapine for genital discomfort at the end of urination, orbenin respiratorio for mastitis, loette for metrorrhagia, buscapina [hyoscine butylbromide] for renal colic, norfloxacin, norfloxacin, denvar and cefuroxime for uti, denvar for vaginal itching and zaldiar, coslan [mefenamic acid], rosalgin, espidifen, spasmoctyl, metamizol [metamizole], iud nos, drospirenone; ethinylestradiol, cerazet, omeprazole and prevencor [atorvastatin calcium]. Concurrent conditions were listed as metrorrhagia (evaluated on at least 3 occasions in outpatient clinics in relation to episodes of metrorrhagia, she was given recommendations regarding smoking and contraceptive use) since 2014 as well as metrorrhagia (menstrual bleeding of 1 month evolution) and genital bleeding since 2011. Concomitant products included prevencor [ramipril] and oral contraceptive nos until on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain lower ("strong colic-type abdominal pain of one year of evolution/ abdominal pain in the hypogastrium, recurrent") and pain in extremity ("pain in lower limbs / foot pain"). On (B)(6) 2016, she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2016, she experienced genital haemorrhage ("days after the placement she begin presenting a profuse genital bleeding / severe bleeding") and suprapubic pain ("days after the placement she begin presenting strong abdominal pain suprapubic aches"). On (B)(6) 2016, she experienced vaginal discharge ("vaginal discharge, malodorous leukorrhea of 2 weeks of evolution, bad vaginal odor recurrent") and vulvovaginal discomfort ("vaginal discomfort"). On (B)(6) 2016, she experienced neck pain ("neck pain") and paraesthesia ("paresthesias and numbness of the 1st and 2nd finger of the right hand / finger had been pricked with a sewing needle"). On (B)(6) 2016, she experienced urinary tract infection ("urinary tract infections recurrent") and cystitis ("cystitis, recurrent"). On (B)(6) 2016, she experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6) 2016, she experienced back pain (seriousness criterion medically important). On (B)(6) 2016, she experienced alopecia ("hair loss"). In 2016, she experienced pelvic pain (seriousness criterion intervention required) and a first episode of dyspnoea ("feeling of difficulty breathing after taking a corticosteroid"). On (B)(6) 2017, she experienced dyspepsia ("dyspepsia"). On (B)(6) 2017, she experienced lymphadenopathy ("adenopathy on the right side of the neck"). On (B)(6) 2017, she experienced musculoskeletal chest pain ("muscle pain / chest pain - ec was done: within normal limits"). On (B)(6) 2017, she experienced gastritis ("gastritis"). On (B)(6) 2017, she experienced drug hypersensitivity ("allergic reaction for the 2nd time with urbason / allergy to corticosteroids recurrent"). On (B)(6) 2017, she experienced procedural pain ("chronic post-surgical pain - lumbar pain"). On (B)(6) 2017, she experienced sciatica ("lumbosciatalgia"). On (B)(6) 2017, she experienced vaginal infection ("vaginal infection (vaginosis)"). On (B)(6) 2017, she experienced abdominal pain upper ("pain in epigastrium abdominal pain / electric cramps sensation in belly / gastralgia with anorexia"). On (B)(6) 2018, she experienced nerve compression ("mild entrapment of the right median nerve at the level of the carpal tunnel"). On (B)(6) 2018, she experienced renal colic ("renal colic / right renal colic"). On (B)(6) 2018, she experienced lordosis ("rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1"). On (B)(6) 2018, she experienced pyrexia ("fever of 4 days of evolution without associated symptoms, 30 c"). On (B)(6) 2018, she experienced cough ("cough, recurrent") and throat irritation ("mild throat itching"). On (B)(6) 2018, she underwent self-medication ("self-medicating with flutox syrup"). On (B)(6) 2019, she experienced bronchitis ("bronchitis"). On (B)(6) 2019, she experienced oropharyngeal pain ("sore throat"). On (B)(6) 2019, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2019, she experienced kyphosis ("kyphosis"). On (B)(6) 2019, she experienced gait disturbance ("she has trouble walking"). On (B)(6) 2019, she experienced abdominal pain ("abdominal pain"). On (B)(6) 2019, she experienced influenza ("flu syndrome"). On (B)(6) 2019, she experienced feeling cold ("body cold without extremities all day") and night sweats ("night sweats"). On (B)(6) 2019, she experienced hyperkeratosis ("foot calluses"). On (B)(6) 2019, she experienced abdominal distension ("abdominal swelling after ingestion"). On (B)(6) 2019, she experienced tendonitis ("tendinitis") and upper respiratory tract infection ("acute respiratory infection of the upper tract"). On (B)(6) 2019, she experienced allergy to metals ("allergy test positive for silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++"). An unknown time later she experienced abdominal discomfort ("abdominal discomfort"), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), poor quality sleep ("bad sleep hygiene"), nausea ("nausea, recurrent"), chills ("chills"), foreign body sensation in eyes ("something entered her left eye a while ago and since then he had discomfort / foreign body sensation at the left"), decreased appetite ("anorexia"), skin warm ("foot heat"), pubic pain ("disabling pain in the pubic region"), erythema ("erythematous lesion") and a second episode of dyspnoea ("difficulty in breathing"). The patient was treated with espidifen (ibuprofen arginine), coslan [mefenamic acid], aceclofenac, micturol sedante [nitrofurantoin;phenazopyridine hydrochloride; sulfamethizole], ibuprofen, inzitan (cyanocobalamin; dexamethasone; lidocaine hydrochloride; thiamine hydrochloride), dexketoprofen, diclofenac, urbason [methylprednisolone], tapentadol, aceclofenac, aceclofenac; paracetamol, aceclofenac, norfloxacin, enantyum (dexketoprofen trometamol), buscapina [hyoscine butylbromide], buscapina compositum [hyoscine butylbromide; metamizole sodium], ciprofloxacin, antipyretics, analgesics and anti-inflammatory agents, enantyum (dexketoprofen trometamol), paracetamol, palexia (tapentadol hydrochloride), voltaren [diclofenac], metronidazole, flutox [bromhexine hydrochloride], mucovital (carbocisteine lysine), flutiform (fluticasone propionate; formoterol fumarate), azithromycin, zitromax (azithromycin), desogestrel, antiinflammatory agents, non-steroids and antiinfectives in combination, fluomizin (dequalinium chloride), sinvastatina (simvastatin), omeprazole and clexane (enoxaparin sodium) as well as surgery (bilateral salpingectomy for essure removal on (B)(6) 2019). At the time of the report, the outcomes for pelvic pain, back pain, abdominal pain lower, dysmenorrhoea, abdominal discomfort, abdominal distension, hypersensitivity, allergy to metals, genital haemorrhage, intermenstrual bleeding, vaginal discharge, vulvovaginal discomfort, suprapubic pain, inflammation, poor quality sleep, nausea, chills, abdominal pain upper, gait disturbance, sciatica, neck pain, paraesthesia, urinary tract infection, cystitis, carpal tunnel syndrome, dyspepsia, alopecia, lymphadenopathy, musculoskeletal chest pain, gastritis, drug hypersensitivity, procedural pain, vaginal infection, nerve compression, renal colic, lordosis, cough, throat irritation, pyrexia, foreign body sensation in eyes, bronchitis, self-medication, oropharyngeal pain, kyphosis, decreased appetite, pain in extremity, influenza, feeling cold, night sweats, hyperkeratosis, tendonitis, upper respiratory tract infection, pubic pain, erythema, abdominal pain and the last episode of dyspnoea were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bronchitis, carpal tunnel syndrome, chills, cough, cystitis, decreased appetite, drug hypersensitivity, dysmenorrhoea, dyspepsia, the first episode of dyspnoea, the second episode of dyspnoea, erythema, feeling cold, foreign body sensation in eyes, gait disturbance, gastritis, genital haemorrhage, hyperkeratosis, hypersensitivity, inflammation, influenza, intermenstrual bleeding, kyphosis, lordosis, lymphadenopathy, musculoskeletal chest pain, nausea, neck pain, nerve compression, night sweats, oropharyngeal pain, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, pubic pain, pyrexia, renal colic, sciatica, self-medication, skin warm, suprapubic pain, tendonitis, throat irritation, upper respiratory tract infection, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal discomfort to be related to essure administration. The reporter commented: device placement carried out without complications, on (B)(6)2016 patient was treated with hydroxyl b1, b6, b12 (vitamins) and aceclofenac. Over the years, low back pain and abdominal pain did not or only partially improved with medications. On (B)(6) 2019, salpingectomy carried out with complete essures, no incidents. On (B)(6) 2019, a lot of improvement since the essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.292 kg/sqm. [Allergy test] on (B)(6) 2019: skin tests on prick with corticosteroids all negatives, positive histamine control; on (B)(6) 2019: battery of metals at 72 hours, silver nitrate ++ and sodium tetrachloropalladate hydrate 3% ++ [body temperature] on (B)(6) 2018: 36 degrees celsius; on (B)(6) 2018: 36.6 degrees celsius; on (B)(6) 2018: 39 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. [Colonoscopy] on (B)(6) 2018: no alterations. [Computerised tomogram] on (B)(6) 2014: intrasomatic hernias in the limiting endplates of l1-l2. Unfused secondary ossification nucleus at the anterosuperior margin of the vertebral body of l3. Discrete collapse and minimal global protrusion of the l2-l3 disc and calcification of the left yellow ligament. Discrete global protrusion of the l4-l5 and somewhat more significant l5-s1 discs with small marginal osteophytes and a small paramedical disc-osteophyte complex at l5-s1. However, no significant stenosis was observed on the canal. (Hd l4-5 r moderate [electrocardiogram] on (B)(6) 2017: within normal limits. [Electromyogram] on (B)(6) 2017: mild carpal tunnel syndrome. [Gynaecological examination] on (B)(6) 2019: eupneic. Abdomen soft, depressible, noises +, pain in the hypogastrium, no evident data of peritonism, no palpable masses no megalias, fist bilateral negative renal percussion. Impression of abdominal pain possibly related to essure. [Heart rate] on (B)(6) 2019: 92 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute; on (B)(6) 2019: 70 heart beats per minute. [Helicobacter test] on (B)(6) 2017: gastritis. [Imaging procedure] on (B)(6) 2017: normal ovaries, both essure devices correctly placed, not displaced. [Magnetic resonance imaging] on (B)(6) 2019: no results provided. [Ophthalmological examination] on (B)(6) 2018: direct eye examination and fluotest with significant conjunctival engorgement on the entire external edge, no other alterations, no evidence of a foreign body at the corneal, conjunctival, or interior level of both eyelids, no corneal erosions. [Oxygen saturation] on (B)(6) 2019: 100 %; on (B)(6) 2019: 97 %; on (B)(6) 2019: 99 % and 99 % [pathology test] on (B)(6) 2019: bilateral salpingectomy piece: fallopian tubes, with presence of essure-type metallic device, no relevant histopathological alterations [smear test] on (B)(6) 2017: quality of the sample: satisfactory for cytological evaluation. Interpretation/result: negative for intraepithelial lesion or malignancy microorganisms coccobacilli. Changes in flora suggestive of vaginal infection (vaginosis). [Specialist consultation] on (B)(6) 2017: examination very difficult due to pain, done in standing position. No pain on palpation of the spinous processes, discomfort on the right paralumbar muscles, no skin lesions, pain with movement ss: manages to stand on tiptoes and heels. Impressed with low back pain of mechanical characteristics; on (B)(6) 2017: the patient referred abdominal cramping pain of long evolution (one year) that is related to essure insertion. In the history episode of lumbociatalgia with similar referred pain. Examination and ultrasound were normal; on (B)(6) 2018: discomfort on palpation of the lumbar spinous processes and bilateral paravertebral muscles, pain on movement, no skin lesions. Abdomen soft, depressible, preserved sounds, not painful, no palpable masses or megalias, no peritonism data, bilateral negative renal fist percussion. Ls: bilateral negative lassegue, distal pulses + and symmetrical, strength and sensitivity preserved. Impressed with low back pain due to mechanical characteristics; on (B)(6) 2019: increased murmur; on (B)(6) 2019: otoscopy: bland - pharynx and tonsils: hypertrophied. Pca: rhythmic - mv rough when coughing; on (B)(6) 2019: re-assessed on (B)(6) 2019 due to abdominal pain radiating to the lumbar region for +/- 6 months. Dysmenorrhea, follow-up for chronic low back pain. The examination and ultrasound were normal. [Spinal x-ray] on (B)(6) 2018: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1; on (B)(6) 2019: lumbar + dynamic x-ray: bone irregularity in l3 vertebral body (probable limbic vertebra with associated degenerative changes). Rectification of lumbar lordosis. Incipient degenerative changes in l4-l5-s1. (Unfused secondary ossification nucleus in the anterosuperior margin of the vertebral body of l3 causes greater kyphosis at that level during flexion) [ultrasound abdomen] on (B)(6) 2017: unremarkable; on (B)(6) 2019: unremarkable [ultrasound pelvis] on (B)(6) 2016: uterus in ante verse flexion of normal characteristics of 70 x 42 mm with intramural portion of both essure visible. Regular linear endometrium. Right ovary not visualized. Left ovary visible normal appearance. Adnexal areas without findings. No free fluid is observed in douglas. Confirming that the devices were normally located; on (B)(6) 2016: essures normally inserted. [Ultrasound scan] on (B)(6) 2016: she went for a control ultrasound in which, among other things, the uterus was specified in anteversoflexion with normal characteristics of 70 x 42 mm with visible intramural portion of both essure [ultrasound scan vagina] on (B)(6) 2016: she went for a control ultrasound in which, among other things, the uterus was specified in anteversoflexion with normal characteristics of 70 x 42 mm with visible intramural portion of both essure; on (B)(6) 2019: normal ovaries. Essures normally inserted [urine analysis] on (B)(6) 2018: blood +++ leukocytes +; (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood = +++, rest normal; on (B)(6) 2018: blood +++ leukemia +++. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: medical record & plaintiff fact sheet received: lot number added. New events abdominal pain, dyspnea, erythema added. Medical history, concomitant conditions, lab data & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.